Event description:
Customer reported a button error on her insulin pump. The esc button is very sensitive. The button error occurred last night, preventing customer from getting any insulin throughout the night. Customer's blood glucose was 370 mg/dl after not getting insulin for six hours. Customer received a message saying the buttons have been pressed for longer than three minutes. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Customer's last blood glucose was 207 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, cracked reservoir tube window, a cracked belt clip slot and cracked battery tube threads.